Manufacturer narrative:
The device evaluation has not yet begun. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery took place to removed and replace a creo screw that fractured. This event took place in japan.

Event description:
It was reported that a revision surgery took place to removed and replace a creo screw that fractured. This event took place in japan.

Manufacturer narrative:
A visual inspection of the returned part and the imaging provided confirms the reported issue. The patient is a 65-year-old male who previously underwent surgery on an unknown date for a tlif at l3/4 and posterior fixation at l3-l5. The initial surgery was completed with competitors' implants. On (B)(6) 2021, a revision surgery was completed due to adjacent segment disease (asd). During this revision surgery, the competitors' implants were removed and posterior fixation from l2-s1 was done with creo implants. In 2025, an x-ray was taken and showed that the patient had asd at l1/2, and the creo threaded 7.5x45mm polyaxial screw implanted at right s1 was fractured at the neck of the screw. On (B)(6) 2025, a second revision surgery was completed due to the asd at l1/2 and the fractured screw at right s1. During this revision surgery, the broken creo threaded 7.5x45mm polyaxial screw at right s1 was removed and additional posterior fixation was added to extend the construct to t10-sai with creo implants. A tlif was also completed at l1/2 to implant a rise spacer. Reviewing the related DHR shows the item was stated to be manufactured from the correct material. Due to the inability to replicate surgical conditions and forces experienced by the screws post-op, the exact cause of the failure cannot be determined. Product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. The following sections were updated for this supplemental report: b4, d9, g6, h2, h6, h10.